Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported the patient is experiencing decreased drainage with pluer-x catheter after a recent fall. Per case (B)(4). Customer inquiring if they can flush saline in a patient's pleurx pleural catheter. States one of his nurses is visiting a hospice patient where their pleurx catheter has decreased drainage and believe it may have been due to a recent fall. States they do not have a pleurx catheter access kit. Denies fluid leakage around the catheter. States the patient is scheduled to get some x-ray images of his pleurx catheter to make sure it is not dislodged. Informed we cannot recommend flushing the pleurx catheter without a pleurx catheter access kit. Per the pleurx IFU, "do not put anything except the access tip of the lockable drainage line, access kit, or pleurx vacuum bottles into the pleurx catheter valve since any other device could damage the valve. A damaged valve may allow air into the body or let fluid leak out through the valve when not draining". We do offer a pleurx catheter access kit ((B)(4)) and an emergency valve replacement kit ((B)(4)). "The pleurx catheter access kit is designed to aspirate a sterile fluid sample directly through the catheter. The catheter access kit is also designed to allow catheter flushing, perform routine maintenance and administer a sclerosing agent for pleurodesis". The pleurx emergency valve replacement kit "allows you to replace the pleurx valve if it is damaged". Explained possible causes of slow or no drainage are pleurodesis, loculation, occlusion, or loss of vacuum in the drainage bottle. If fluid is loculated away from the catheter, then changing positions may push the fluid toward the catheter. If the fluid goes away suddenly or if the amount of drainage gradually declines, it is possible that the catheter or drainage line may be clogged. Squeeze the catheter and the drainage line gently. If drainage does not begin, follow the instructions for changing to another bottle. If the drainage does not start when you use a second bottle, call the doctor. If the amount of drainage gradually declines, the fluid may be drying up and it may be time for the catheter to be removed. Informed we would recommend contacting the physician for further instructions regarding the pleurx device. Emailed pleurx pleural catheter IFU and pleurx catalog excerpt.

Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see narrative.

Event description:
Material no.: unknown batch no.: unknown it was reported the patient is experiencing decreased drainage with pluer-x catheter after a recent fall. Per case (B)(4). Customer inquiring if they can flush saline in a patient's pleurx pleural catheter. States one of his nurses is visiting a hospice patient where their pleurx catheter has decreased drainage and believe it may have been due to a recent fall. States they do not have a pleurx catheter access kit. Denies fluid leakage around the catheter. States the patient is scheduled to get some x-ray images of his pleurx catheter to make sure it is not dislodged. Informed we cannot recommend flushing the pleurx catheter without a pleurx catheter access kit. Per the pleurx IFU, "do not put anything except the access tip of the lockable drainage line, access kit, or pleurx vacuum bottles into the pleurx catheter valve since any other device could damage the valve. A damaged valve may allow air into the body or let fluid leak out through the valve when not draining". We do offer a pleurx catheter access kit (ref 50-7280) and an emergency valve replacement kit (ref 50-7270). "The pleurx catheter access kit is designed to aspirate a sterile fluid sample directly through the catheter. The catheter access kit is also designed to allow catheter flushing, perform routine maintenance and administer a sclerosing agent for pleurodesis". The pleurx emergency valve replacement kit "allows you to replace the pleurx valve if it is damaged". Explained possible causes of slow or no drainage are pleurodesis, loculation, occlusion, or loss of vacuum in the drainage bottle. If fluid is loculated away from the catheter, then changing positions may push the fluid toward the catheter. If the fluid goes away suddenly or if the amount of drainage gradually declines, it is possible that the catheter or drainage line may be clogged. Squeeze the catheter and the drainage line gently. If drainage does not begin, follow the instructions for changing to another bottle. If the drainage does not start when you use a second bottle, call the doctor. If the amount of drainage gradually declines, the fluid may be drying up and it may be time for the catheter to be removed. Informed we would recommend contacting the physician for further instructions regarding the pleurx device. Emailed pleurx pleural catheter IFU and pleurx catalog excerpt. Copy to fa.